Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that as long as they have had the ins implanted, they have not gotten therapeutic relief from the ins. Pt noted they had two abbott implants before getting the medtronic (mdt) implant. Pt stated for the first two months they had the ins implanted, nobody from mdt called to check on the pt's status or the ins. Pt stated that they were initially supposed to meet w/ a detroit, mimdt rep who missed one of the pt's appointments. Pt stated they then started working w/ another mdt rep for reprogramming, but they are unable to reprogram the ins to help w/ the pt's pain. Pt noted to patient services specialist (pss) that it is difficult for them to reach the mdt reps. Pss asked, but the pt could not provide a notify date or timeframe. Pss is documenting the reported complaint. The patient mentioned unrelated medical history including being claustrophobic (pss was under the impression that this was unrelated to the ins). Reviewed MRI compatibility, as it pertains to labeling, w/ the pt.  Additional information received. Patient responded from follow up sent. Patient reported tech can only get stimulation up as far as butt cheeks not to back where relief is needed. Patient indicated they have met with tech several times and they have tried reprogramming but no relief. Patient will continue working with tech. Patient reported they had implant put in april. Spent 5 days in the hospital and no one from medtronic went to hospital to show patient how to use device. Nurses couldn't help so device was turned off. Patient reported they met with tech for their post op appointment and they tried to get device to work on patient's back but no luck. Patient reiterated they have tried several times to get device to provide relief for back and has not been able to. Once device is turned off patient had trouble walking a straight line and no relief to lower back. Patient still working with surgeon and tech. Additional information was received. Pt reported that they have never been able to get the medtronic neurostimulator (ins) to relieve the pain in the middle/center of their back (as ins was intended) since implanted on 04/13/2021. Pt remarked they had worked with three different medtronic (mdt) field representatives since implant date to try to get stimulation to targeted area for pain relief. The second mdt rep they met with did not help, the third mdt rep they met with worked with them for 2 hours. Pt said the third rep was the only one who explained the system saying the last time they met with rep was may 3rd after a follow-up with thoracic doctor. Pt added they can feel sensation in legs up to their hips when lying down but never to relieve the pain in the middle of the back. Pt described having a breathing issue and claimed this was not in any way related to the mdt device or therapy. Pt had a surgery on may 12th at the university of michigan to put a temporary stint in their airway. Pt said they go back for a second surgery tomorrow to remove temporary stint and a third procedure in two weeks to place a permanent stint. Pt said they called mdt rep a week before last (a week and half ago or two weeks) to let her know the reprogramming that was done on may 3rd was not helping; the rep redirected pt to contact pain management. Pt confirmed the healthcare provider (hcp) who implanted the ins and when they went in for their follow-up, the surgeon told them it was now all up to the people at medtronic. Pt stated the surgeon had removed an abbott scs and leads prior to implanting the intellis ins. Pt said no one ever came to explain the mdt system/external devices so no one knew how to operate it. Pt said on the first night, the nurses worked and worked to try to shut the ins off because every time they moved the patient's bed it would send electrical shocks through their body. Pt stated the day they went in for surgery a mdt arrived just as they were being wheeled into the or and then explained the system while they were under anesthesia so they did not remember anything. Pt said they have had 5 surgeries total including two fusions with a cage in their back mentioning the surgeon had to cut away part of the backbone before inserting the mdt leads. Pt said the temporary abbott scs worked wonders but then it was removed. Pt said next a permanent abbot scs was implanted and it worked wonderfully but then they got a bacterial infection in the incision and had to have it removed in may 2020. Another abbott ins was implanted that september after their body healed but that one gave no relief at all. Pt said they have not seen another hcp since their post-op. The patient was redirected to their healthcare provider to further address the issue. Pss documenting information given during call.

Event description:
Additional information was received from the patient. The patient said no diagnostics were performed. The cause of the issue was unknown. The steps taken to resolve the issue is they finally figured out how to turn it off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.